Event description:
It was reported that during a cholecystectomy procedure the clip dropped off. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 06/21/2007. Information anticipated, but unavailable at this time.